Event description:
It was reported that patient experienced ineffective stimulation as system was only providing rib stimulation. Reprogramming was attempted to no avail. X-rays were taken and showed lead migration. Surgical intervention was undertaken on (B)(6) 2023 wherein the lead was repositioned back into place. No product was implanted or explanted. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model:3186, UDI: (B)(4), serial: (B)(4), batch: a000134690. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.